Event description:
It was reported the patient was scheduled for vns generator replacement and diagnostics showed the dcdc code was equal to 7. It was later reported the patient underwent a full revision on (B)(6) 2015. Upon interrogation of the device during pre-operation, the lead showed high impedance. The surgeon was notified. Once in surgery, the surgeon decided to test the lead again with the new generator in order to verify it was not a connection issue. Once again, high lead impedance was observed. The surgeon decided to remove the old lead and replace with a new lead. After the full revision, final vns testing was performed in the or and normal lead impedance was observed. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
This information was inadvertently reported incorrectly on the initial MFR. Report.

Event description:
It was reported the explanted device will not be returned to the manufacturer for analysis.